Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). Re-implantation is planned but had not taken place at the time of this report.